Manufacturer narrative:
Upon receipt of the ambicor penile prosthesis (app) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were examined, and both cylinders presented wear at a fold found in the middle of each component. Additional wear was found at a fold on the proximal end of one of the cylinders. The pump was visually inspected and there were no visual damages or abnormalities found. Functional testing was unable to be performed due to the broken fabric threads identified. Based on the information available, the analysis confirmed the broken fabric threads could result in the reported allegations; therefore, the conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient had an ambicor penile prosthesis implanted that was not functioning- as expected. The device would not inflate as much as expected. When the pump was pressed, it would collapse and would not recoil back. The ambicor was removed and a new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had an ambicor penile prosthesis implanted that was not functioning- as expected. The device would not inflate as much as expected. When the pump was pressed, it would collapse and would not recoil back. The ambicor was removed and a new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had an ambicor penile prosthesis implanted that was not functioning as expected. The device would not inflate as much as expected. When the pump was pressed, it would collapse and would not recoil back. No patient complications were reported.